Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 18864- device 1 of 4

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusions sets leakage at site events on (B)(6) 2024. Infusion sets were used for 1 day. The blood glucose level was 280-300 at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.